Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack in the t:lock of the cartridge. Additionally, it was reported that an occlusion alarm occurred. Customer changed cartridge to address the issue. Customers blood glucose was 310 mg/dl.